Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco lobectomy, when the reload was attached on the handle and was attempted to be fired, the device did not advance. The green button was noted to be flashed. The surgical time was extended by less than thirty minutes. The procedure was completed with another device. There was no patient injury.